Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their therapy was going in and out and randomly stopping for the 6 months prior to the report. The patient wanted to meet with a manufacturer representative so they were redirected to their doctor. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.